Manufacturer narrative:
Additional information: d4, d9, h3 and h4. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a reverse tsa surgery, the screw of the liner trial height +3mm broke and got stuck in the stem compactor size 1. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). Device returned and evaluated. Sections h3, h6 and h11 were updated. H11: results of investigation: from the associated devices only the liner trial returned, and the visual inspection revealed the device presents with the internally threaded plastic shaft fractured off and not returned. The screw was not returned with the partial device; the remainder of the device is scratched and scuffed from use on all surfaces. For the liner trial, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the other device, the device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. For the liner trial, a review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For the other device, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.